Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. Physio downloaded the device's electronic event logs from the event for review and verified the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device did not deliver a shock to the patient when they attempted to deliver a shock. They powered the device off and back on and were able to successfully deliver a shock to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional patient information is available.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device did not deliver a shock to the patient when they attempted to deliver a shock. They powered the device off and back on and were able to successfully deliver a shock to the patient. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer advised physio-control that no additional patient information is available.